Manufacturer narrative:
An event regarding infection involving a mrh insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient's hip was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, lab & surgical pathology, revision operative report, and past medical history are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: cat# 64813313; mrhk tib ins 13mm m/l m2/l2; lot# llf298, cat# 64812140; mrhk tibial sleeve; lot# llf162, cat# 64812110: mrhk femoral bushing; lot# lnn996, cat# 64812110; mrhk femoral bushing; lot# lnn996, cat# 64812133; mrhk bumper insert 3 degrees; lot# lnh359, cat# 64812120; mrh axle; lot# ctd27140, cat# 64812100; mrh tib rot comp xs-xl; lot# 119672. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
This pi is for the revision on (B)(6) 2025 ('last friday'). As reported: "patient revised due to possible infection. Patient was also revised last friday for the same reason. No other information available due to hospital policy." Right knee.